Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip, and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had a big crack on it. Customer is not sure the exact time frame the crack has been on the device but it was about a month or two when she was experiencing unexplained high blood glucose. Customer is not sure if highs were due to the damage or the scar tissue. Her blood glucose was over 400 mg/dl. The damage is located on top of the device on the screen. The device might have been dropped but since she has it in a case she wouldn't have noticed the damage. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.